Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
As reported, 4 years and 9 months post implant of a 29mm sapien xt valve in an existing mitral surgical valve, worsening paravalvular leak (pvl) was reported. A 29mm sapien 3 valve was implanted in the sapien xt valve during a valve in valve in valve (viviv) procedure. At the time of the report, the patient was doing well. All valves remain implanted in the patient.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reported worsening pvl 4 years and 9 months post implant of a sapien xt valve in a surgical valve. To date, information regarding the patient (medical records, viv procedure op notes) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate patient factors not provided, in addition to the mechanisms list above may have contributed to the reported pvl and subsequent implant of a sapien 3 valve during a viv procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.